Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system failed to boot up. During troubleshooting, the rse found that the suite pc software was stuck during the installation of tsm (touch screen module) in the emergency room. Restarting the device did not resolve the issue. The rse instructed the customer to reload the suite pc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.